Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported ¿gas gain in iab circuit alarm¿. To resolve the issue, the fse replaced the patient interface module pim and the drive manifold assembly. The fse then completed all functional and calibration checks and allowed the unit to run overnight without any problems or errors occurring. The iabp was returned to the customer and cleared for clinical use.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 7. Details of surgery: primary stability not achieved. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.